Manufacturer narrative:
The customer repaired the unit. No repair information provided to ge healthcare. Customer reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient injury.